Event description:
It was reported that the guardians have noticed a slow-down in the child's speech development since (B)(6) 2010. Problems of outer devices are excluded and history of head trauma is denied by the guardians. Several testings revealed an increasing number of channels in status hi. The latest testing carried out on (B)(6), 2010 showed 8 channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.